Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer can smell strong scent of insulin while walking and the infusion set/reservoir were changed. The mother believes the customer was not getting her insulin and had abnormal spikes of her blood glucose at times. The mother called back and stated that the customer was hospitalized last september and the insulin pump has been already replaced. No further information was provided.